Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that, while in use on a patient, this 980 ventilator ¿shutdown¿/ stopped ventilating the patient. A review of the ventilator logs shows no definitive evidence to confirm or refute the reported loss of ventilation to the patient but did find multiple loss of breath delivery (bd) communications and a subsequent power on self test (post) failure. The device was available for evaluation. The service personnel (sp) inspected the ventilator and based upon the loss of bd communication and post codes and dust built up on the bd central processing unit(cpu) printed circuit board assembly(pcba), replaced the bd cpu pcba. The unit passed all calibrations and tests per manufacturer specifications at the time of service. The plausible cause of the reported ¿shutdown¿/stopped ventilating while in use on a patient, communications issues, and the post failure were isolated in the field to a potential fault in the bd cpu pcba. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient, this 980 ventilator ¿shutdown¿/ stopped ventilating the patient. There was no reported injury to the patient.

Manufacturer narrative:
Section d9 was updated due to part return section h6 evaluation codes were updated due to analysis of returned part conclusion code (annex d) remove d02 and add d15 component code (annex g) remove g02005 and add g07001 h3: device. Evaluation summary: medtronic conducted an investigation based on all information received. It was reported that, while in use on a patient, this 980 ventilator ¿shutdown¿/ stopped ventilating the patient. The device was available for evaluation. A review of the ventilator logs shows no definitive evidence to confirm or refute the reported loss of ventilation to the patient but did find multiple loss of breath delivery (bd) communications and a subsequent power on self test (post) failure. The service personnel (sp) inspected the ventilator and based upon the loss of bd communication codes replaced bd central processing unit (cpu) printed circuit board assembly (pcba). The unit passed all calibrations and tests per manufacturer specifications at the time of service. The bd cpu pcba was returned to medtronic for failure investigation. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. Although bd cpu pcba was replaced in the field, the returned component was analyzed and tested satisfactorily. With the information available a likely cause could not be determined. The event is included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.